Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was hospitalized due to a hernia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the pd patient had to have emergency surgery due to an umbilical hernia. The pdrn stated that it is unknown whether or not the patient had the hernia prior to initiating pd therapy. Per pdrn the patient had transitioned to hemodialysis (hd) therapy to let the hernia rest for 6 weeks. Medical records were requested.

Manufacturer narrative:
Conclusion: there is a likely temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s abdominal pain, nausea/vomiting and incarcerated umbilical hernia and small bowel obstruction which required surgical repair and transition to hd therapy. Based on the available information in the file, it is unknown what directly caused or contributed to the patient¿s umbilical hernia. It is unknown if the patient¿s umbilical hernia was pre-existing prior to initiating ccpd therapy. The patient has a history of chronic continuous use of opioids which may have been a contributory factor in this event due to the risk of constipation associated with these medications. Hernias are one of the more frequent non-infectious complications of pd. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Therefore, due to the physiology of the pd procedure (performed in conjunction with the liberty select cycler) a possible causal or contributory factor cannot be excluded. However, based on the available information in the file there have been no reported liberty cycler malfunction that may have been implicated in the patient¿s hernia event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records were received on 02/06/2018 were reviewed by a post market surveillance clinician. On (B)(6) 2018, this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) (unknown vintage) presented to emergency room (ER) experiencing periumbilical abdominal pain that began about 6 hours prior to ER arrival. The patient¿s pain was described as cramping pain which was aggravated by activity with associated nausea and vomiting. The patient¿s pain was rated 5/10 (recorded as gradually worsening) in the ER. On physical exam, there was an observable blue hue and the presence of a tender nodule on the patient's umbilicus. A computerized tomography (CT) scan of the patient¿s abdomen revealed a small bowel obstruction and an incarcerated umbilical hernia. It is unknown if the patient¿s hernia was pre-existing prior to starting ccpd therapy. The patient was admitted to the hospital with a plan to repair umbilical hernia with possible exploratory laparotomy and bowel resection. Details surrounding the patient¿s hernia repair are not recorded in the medical records received. It was also unknown of the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to hemodialysis (hd) therapy while the patient¿s abdominal incision (likely umbilical hernia incision) heals with a plan to continue for approximately 6 weeks. The patient was discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A fifteen minute self-test / treatment was performed and completed without any failures or problems. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file and medical records were received on 02/06/2018 were reviewed by a post market surveillance clinician. On (B)(6) 2018, this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) (unknown vintage) presented to emergency room (ER) experiencing periumbilical abdominal pain that began about 6 hours prior to ER arrival. The patient¿s pain was described as cramping pain which was aggravated by activity with associated nausea and vomiting. The patient¿s pain was rated 5/10 (recorded as gradually worsening) in the ER. On physical exam, there was an observable blue hue and the presence of a tender nodule on the patient's umbilicus. A computerized tomography (CT) scan of the patient¿s abdomen revealed a small bowel obstruction and an incarcerated umbilical hernia. It is unknown if the patient¿s hernia was pre-existing prior to starting ccpd therapy. The patient was admitted to the hospital with a plan to repair umbilical hernia with possible exploratory laparotomy and bowel resection. Details surrounding the patient¿s hernia repair are not recorded in the medical records received. It was also unknown of the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to hemodialysis (hd) therapy while the patient¿s abdominal incision (likely umbilical hernia incision) heals with a plan to continue for approximately 6 weeks. The patient was discharged from the hospital on (B)(6) 2018.